Manufacturer narrative:
The shaft showed a kink located 177 cm from the tip. The coating was peeled at the 177 cm location also. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pressure wire was connected to the analysis support test bench and all applicable data was correct pertaining to coefficient values; however, the modulation values were nonexistent. This wire showed a kink on the shaft which may contribute to the no modulation and the device not being recognized by the system.

Event description:
Reportable based on analysis completed 27 jun 2019. It was reported that a connection issue occurred. A comet pressure guidewire was selected. At the time of connection prior to performing the measurements the indicator lights remained either orange or red. The procedure was completed with another of the same device. However, device analysis revealed some slight peeling of the device coating.